Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned the phenomenon was not duplicated. However, according to the service manual, e216 indicates scope communication error, and it is an error that occurs when registry error is detected at the time of scope connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite video system center did not have image with different cameras and exhibited error e216. There was no harm or user injury reported due to the event.